Manufacturer narrative:
A picture was received for evaluation following biosense webster's procedures. According to the picture provided by the customer, the guidewire and the dilator were observed with a bent condition. Also, the hemostatic valve was not observed on its original place, it is likely that the hemostatic valve is stuck in the shaft section; however, this cannot be conclusively determined at this time. The issue reported by the customer was confirmed based on the picture received. The biosense webster, inc. Product analysis lab received the device on 15-mar-2023. The device evaluation was completed on 22-mar-2023. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside the hub of the vizigo¿ sheath. Visual inspection revealed that the guide and dilator were bent, and the hemostatic valve was dislodged. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgement of the valve. The stress marks, guide wire, and dilator damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device [60000011] number, and no internal actions related to the reported complaint condition were identified. The issues reported by the customer were confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Investigation findings code of "appropriate term/code not available" represents photo/video analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib ¿ persistent) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the biosense webster inc, (bwi) product analysis lab observed that the hemostatic valve was dislodged. Initially, it was reported that during the procedure, after performing the transseptal puncture, the physician ordered the vizigo¿ bi-directional sleeve, which was purged and the sleeve dilator inserted centrally, but indicated resistance when moving the dilator up. Afterwards, it was about exchanging the dilator for pentaray d, but it was not able to go up the ¿shirt¿. He tried to go up with the guide that comes with the ¿shirt¿, and it did not manage to go up either. When it was removed, it was damaged. The ¿shirt¿ was changed since no catheter can be raised to continue the procedure. No adverse patient consequences were reported. The resistance with sheath, guidewire damage, and dilator damage were assessed as not MDR reportable. The most likely consequence is an intraprocedural delay. The potential risk that it could cause or contribute to a death or serious deterioration in state of health is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab completed an evaluation of the photo received and found that the hemostatic valve was dislodged. This finding was assessed as MDR reportable. The awareness date for this reportable lab finding is 27-feb-2023.